Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
These implants were removed during a revision of a tkr when the surgeon believed there was an infection present.